Event description:
The distal carriage was not aligned correctly with the distal holes on the versanail rod. The sheath lined up below the holes on the rod and the drill bit was hitting the rod. Surgery was delayed 5 - 20 minutes.